Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the equipment presented occasional interference image. The issue occurred during preparation for use involving an olympus colonovideoscope. The customer suspected that the cause of the occasional interference is possibly due to damage to the charged couple device affecting its internal components. There was no patient involvement.